Manufacturer narrative:
A ge rep evaluated the system and instructed the customer on operation of the system. System operates as intended.

Event description:
Customer reported that the ups and surge protector keep alarming and that the cooling fan is not running. No pt injury was reported.